Manufacturer narrative:
The reagent lot number is 755973. The expiration date was not provided. The serial number of cobas a is (B)(6). The serial number of cobas b is (B)(6). The customer stated that the low results were due to over-dilution of the patient sample caused by a pipetting error during the initial manual dilution process. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys procalcitonin v2 results from one patient sample tested on two cobas pure e 402 analytical unit - emc (cobas a and cobas b). The initial result of the undiluted patient sample from cobas a was >100 ng/ml with a data flag. The initial result of the undiluted patient sample from cobas b was >100 ng/ml with a data flag. The repeat result with the patient sample at 1:4 manual dilution from cobas a was 14.1 ng/ml with a final calculated dilution result of 56.4 ng/ml. The repeat result with the patient sample at 1:4 manual dilution from cobas b was 14.0 ng/ml with a final calculated dilution result of 56 ng/ml. The reporter performed an additional rerun and sent the patient to another laboratory for investigation: the repeat result with the patient sample at 1:4 manual dilution from cobas a was 23.9 ng/ml with a final calculated dilution result of 95.6 ng/ml. The repeat result with the patient sample at 1:4 manual dilution from another laboratory was 23.2 ng/ml with a final calculated dilution result of 92.8 ng/ml. This result was deemed correct and reported. The reporter stated that the initial results were not reported outside the laboratory. The patient samples were rerun because the initial and repeat results did not match and the differences were too high.

Manufacturer narrative:
The investigation reviewed the last calibration performed on 13-aug-2024 and the qc recovery; the results were within specifications. The investigation reviewed the alarm trace; no issues were noted. The customer confirmed the event was due to patient sample quality and not an analyzer issue. The investigation determined the customer's actions (confirmed the event was due to patient sample quality) resolved the issue. The investigation did not identify a product problem.